Event description:
(B) (6). Same case as MFR report #: 2134265-2010-01467. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent thrombosis and a myocardial infarction. The index procedure treated the 95% stenosed 2.75x32mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified balloon and the placement of a 2.75x38mm taxus liberte study stent resulting in 0% residual stenosis. A non target lesion located in the distal lad was also treated with the implant of a 2.5x12mm taxus express2 stent. The patient was discharged the next day on aspirin and clopidogrel. In (B) (6) /2009, the 3 year study follow-up visit indicated continuous asa and clopidogrel use. In (B) (6) 2009, the patient woke up with severe substernal chest pain, took two aspirin and went back to sleep. The patient continued to have substernal chest tightness and dizzy spells and presented to his doctor¿s office. He was directed to the emergency room where he was found to be in atrial fibrillation with a rapid heart rate and with diffuse st-t changes. He was started on a heparin IV. He was diagnosed with a non-q-wave myocardial infarction (mi). He was admitted to the hospital for further evaluation and treatment. A chest x-ray was negative. No acute infiltrates and no pleural effusion or pneumothorax. The heart was not enlarged and no significant osseous or abnormality was detected. Cardiac catheterization the next day showed severe coronary artery disease with subtotal thrombosis of the distal lad in addition to ostial lad having a 90-95% lesion. Treatment placed 3 overlapping non bsc stents (3.0x12mm, 3.0x28mm, 2.5x28mm) in the proximal, distal and ostial portion of the lad, utilizing both pre and post dilation. Plavix and aspirin were continued post procedure as well as an increase of atenolol. A carotid duplex performed two days later revealed a 16 to 49% stenosis of both internal carotid arteries. The event was resolved with no residual effects and the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was a 100% residual stenosis of the non target lesion located in the distal left anterior descending artery following the revintervention procedure in (B)(6) 2009.

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)